Event description:
It was reported that a patient underwent a laparoscopic myomectomy on (B)(6) 2012. During the procedure, the blade of device would not come out from the sheath or rotate when the surgeon grasped the trigger. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the main housing of the returned device was returned for evaluation in disassembled condition. When the returned trigger alone was attached to the motor drive unit and activated, the trigger operated as intended. The device met performance specifications.